Event description:
Patient called in 4/2002 about their euroflash (fasttake) meter. In 2002, before lunch, patient tested on their meter and got a reading of 2.2 mmol/l. Patient thought that it was 220 mg/dl. It was unclear if patient took 8 units of insulin at that time. Patient did take their set dosage of 28 units of humalog mix 25 that morning. Thirty minutes later, patient was in a coma. Patient's family member who was at home called the doctor. The doctor took patient's blood pressure ("18.6"). He started to test patient's blood glucose on their meter, but noticed that it was in mmol/l unit of measurement. Doctor never finished the test, and immediately called an ambulance. The ambulance staff did not test patient's blood glucose. They "gave patient perfusion with glucose" and rushed patient to the ER. Around 2:00pm, patient was admitted to the ER. A lab test was drawn with a result of 42 mg/dl at 4:10 pm. Unknown if patient was treated at the ER. Patient was unsure that while changing the code on the meter, patient could have "deprogrammed the meter" and could have changed the unit of measurement accidentally at that time. No further information has been reported.